Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported that the stenoscop system left monitor had no power and the steering chain was loose. No patient injury was reported.